Event description:
Pt was referred for extraction of a fractured lead. After prepping pt in usual fashion, an incision was made from the mid-third of the clavicle to the delto pectoral groove. The old pacemaker generator was exposed, along with the retained remnant of the fractured lead. A portion of lead had frctured and was retained in the mediastinum. The remaining remnant was removed without procedure related complications and replaced.